Event description:
It was reported that the emergency stop was activated during the procedure and could not be overridden. In an effort to resolve this issue, the system was restarted. After the system was restarted and self-test had been completed, the following error message was received, "emergency stop activated restart system". The system was then restarted several more times, however, the same issue continued to recur. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.